Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery this report is filed july 4, 2015.